Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and reported events could not be conclusively established through this evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 1 day. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during implant, while tunneling the percutaneous lead (lead) to the right upper quadrant, the tunneling bullet disconnected from the tunneler, just prior to passing through the fascia. The cardiovascular surgeon (cvs) stated that "it must not have been on tight." A visible amount of blood and debris was noted on the connector portion of lead, around the pins. The cvs removed this debris and irrigated the connector. A coronary blower was used to dry the inside for several minutes. The inflow cannula was disconnected from the pump, and the pump was placed back into 3 liters of normal saline to test for function and presence of alarms. The device ran in normal saline for 5 minutes with no issues or alarms. There were no alarms for rest of the or course or after the patient was settled in the intensive care unit. There was no report of an adverse impact to the patient due to this event. The tunneling bullet was not retained. The patient was doing well with no issues or further concerns. No additional information was provided.